Manufacturer narrative:
Device evaluation: lens was returned in liquid, in a micro centrifuge vial. Visual inspection found that the lens optic has a tear. Claim#: (B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -6.0/+1.5/065 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2019, the lens was exchanged for a longer lens due to low vault. The problem was resolved. The cause of the event is reported as a patient-related factor.